Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a procedure. Post-procedure, a device check was performed. There were three stored events which displayed noise and oversensing. The oversensing led to pacing inhibition with asystole for the patient. All other device parameters were noted to be normal and within range. There were no adverse patient effects. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.